Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand using fluro.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Engineering evaluation was unable to verify a system malfunction due to insufficient information. The user did not submit case logs for investigation for investigation. However, it was reported that the patient's initial centroid placements were located on the incorrect vertebral bodies which resulted in the failed merge attempts. Upon adjusting the centroid placements to the correct levels, the user was able to get a successful merge and place screws with issue. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Cause of the reported issue was traced to user technique.